Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal separated during testing. There was no patient involvement.

Manufacturer narrative:
D9: 7/24/2025. One device was received for evaluation. Visual inspection was able to verify the reported problem. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.